Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E1,e2,e3: information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of foreign material was likely from the user improperly reprocessing the device. Foreign material on the forceps elevator likely dried and adhered because the user did not reprocess immediately after the procedure. The specific root cause of the user improperly reprocessing the device could not be determined at this time. The following information is stated in the instructions for use regarding reprocessing of the device which may have prevented the event: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The bending section cover was damaged and failed the air leak inspection. The insertion tubing had bulging. There was foreign material under the forceps raiser. The angulation play had failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Event description:
It was reported by the customer, the distal end was leaky on the evis exera ii duodenovideoscope. The issue was found during reprocessing. No patient harm reported. During the evaluation of the device, it was noted there was foreign material on the groove or gap of the distal end/forceps due to insufficient or incorrect reprocessing. No patient harm reported. This report is to capture the reportable malfunction of foreign material on the groove or gap of the distal end/forceps due to insufficient or incorrect reprocessing noted at estimation.